Manufacturer narrative:
Section h6 health effect - clinical code 1930 - unspecified infection added. Section h6 health effect - impact code 4641 - unexpected medical intervention added. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a major pump-related driveline infection. The patient was admitted from (B)(6) 2024. The patient was treated with drug therapy, and they also received a tooth extraction. On (B)(6) 2024- (B)(6) 2025, the patient was admitted for driveline exit site wound deterioration, and they received gauze replacement. On (B)(6) 2024, the patient was readmitted for driveline exit site wound condition deterioration. They were treated with gauze replacement.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.